Event description:
It has been reported to philips that the device's image storage was not available, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions identified that the image storage was not available. Analysis of the log file confirmed a ¿frontal ip-pc¿ malfunction starting from 10:37:52 on 24-jan-2024. A malfunction was confirmed, however, the root cause was not concluded. The field service engineer (fse) reinstalled the image processing pc (ippc) software and re-created the image storage, which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.